Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Date of event: date of event is unknown/not provided. (B)(4). Device evaluated by MFR: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Manufacturing date: 2012 (year). All pertinent information available to johnson & johnson surgical vision, inc has been submitted. Citation: scott, w., tauber, s., eck, c., scott, r. And ohly, j. (2019). The clinical relationship of anterior capsular tears and vertical spacing in the femtosecond laser capsulotomy procedure. Journal of refractive surgery, 35 (5), pp.280-284.

Event description:
Account reported that they have published an article called ''the clinical relationship of anterior capsular tears and vertical spacing in the femtosecond laser capsulotomy procedure''. During the review of the article it was found that one patient had anterior tear that did not extend posteriorly at the 7-o'clock position and a capsule edge irregularities present at the 5-o¿clock position inferiorly. The article states that during the review of the intraoperative video the inferior cornea surface had epithelial clouding in this patient with known history of dry eye syndrome.

Manufacturer narrative:
Additional info: manufacturing date - the manufacturing site reported that the manufacturing date for the device is december 19, 2012.